Manufacturer narrative:
The device was not returned to rti surgical for evaluation. A DHR review could not be conducted as the lot number is unknown. This report will be updated should additional information become available at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2020 that during a surgery performed on (B)(6) 2020, the cutting element of the decorticator broke off and remains implanted in the joint space of the patient. There was no surgical delay and surgery was successfully completed with a second decorticator on hand.